Event description:
It was reported that noise was seen during in-clinic testing on a right ventricular lead. Patient had anti tachycardia pacing (atp) therapy as a result of it. Noise was reproduced with and without low frequency attenuation filter programmed on. Noise was evident with movement and pocket manipulation. Programming changes were done. No lead revision was performed. Patient was asymptomatic and will be monitored.